Manufacturer narrative:
(B)(4): a visual inspection, a fill test, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the insulin cartridge plunger appeared loose and a larger amount of insulin was used during priming. There was no patient injury associated with this issue. As the issue was not resolved, the complaint is being reported.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.